Manufacturer narrative:
The lens was returned for analysis. Visual inspection found the lens in three pieces. The optic has been cut or torn in half. One haptic plate has been torn off and returned loose. Cause of damage could not be determined. Functional testing and dimensional measurement could not be performed due to the damage. The device history record (DHR) was reviewed and there were no discrepancies or anomalies that relate to the reported issue. Based on the information available, the root cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Investigation of this event is in progress. A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that the lens was explanted from the right eye 7 days post implant due to posterior capsule tear. Reportedly, after insertion of the lens, the capsular bag broke while rotating the lens into position. Incision was enlarged to remove the lens, but sutures were not needed. Anterior vitrectomy was performed and a sulcus lens was placed. Reportedly, the patient experienced a retinal detachment one day after sulcus lens placement. A retinal repair procedure was performed 10 days post explant of the lens. The sulcus lens was removed during the retinal repair procedure and the patient remained aphakic. In the physician¿s opinion, rotation of the lens into position was the most likely cause of the event.